Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45-350 mg/dl. Suspected cause was due to the customer¿s carb ratio needing adjusting. Customer attempted to self treat by consuming carbohydrates and glucose tablets however; required assistance from their school nurse by monitoring, consuming carbohydrates and glucose tablets. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.